Event description:
Explant product was received, and product analysis is pending.

Event description:
Product analysis was completed and reviewed. The generator would not interrogate at the lab bench therefore the system diagnostic and final electrical test could not be performed. The generator case was removed and a visual assessment of the generator pcba showed contaminates on the trimmed edge of the pcba. The device did not perform according to functional specification and failed supply current electrical tests. Fine grit paper was used for the removal of the observed contaminates from the trimmed edge of the pcba. All measured supply current electrical test parameters are now with normal specifications. Based on the results the contamination that was observed on the trimmed edge of the generator pcba suggest probable electrical paths established between the copper edges on the trimmed edge of the generator pcba which contributed to the supply current conditions. Remaining residual material on the generator pcba edge after the test tab removal manufacturing process result in increased current consumption out of specification for both standby and pulsing modes of operation and may have been a contributing factor for the reported allegations of failure to program and eos status unknown. No additional relevant information has been received.

Manufacturer narrative:
Type of investigation - b14 inadvertently not included on supplemental MDR #4 additional information was received prior to submission of supplemental MDR #4 however inadvertently not included.

Event description:
DHR review for the m106 generator performed on (B)(6) 2022. No anomalies were found. Test tab date listed as (B)(6) 2015, which means that the device was manufactured during the period in which laser routing was used as a manufacturing process.

Event description:
It was reported that patient is having an increase in seizures. The device could not be checked as it was unable to be interrogated. No additional relevant information has been received to date.

Manufacturer narrative:
B5. Additional information was received prior to submission of initial MDR however inadvertently not included.

Event description:
Additional information was received indicating that patient¿s increase in seizures are below pre-vns levels. The increase in seizures is being linked to battery being depleted as the sales representative could not interrogate device. There are no known external factors that physician believes are contributing to the increase in seizures. No additional relevant information has been received to date.

Event description:
Additional information was received that patient had device replaced. Explant product has not been received to date.